Manufacturer narrative:
The post market surveillance department has reviewed medical records and the clinical investigation reveals the following the patient with end stage renal disease on in-center hemodialysis complained of fever and feeling cold at dialysis she was sent to the ER and admitted to the hospital for evaluation. She was diagnosed with septic arthritis status post 2-stage knee replacement and a urinary tract infection and treated with antibiotics. The patient felt better and was discharged. According to medical records, the patient was dialyzing in-center and was not using the recalled product at the time of the event. The clinic manager (cm) of the in-center hemodialysis facility reported the patient transferred from home dialysis on (B)(6) 2014. The patient was unable to provide a sample or lot number upon initiation of the reported event. A search of shipping records was performed to identify any product lots shipped to the customer three (3) months prior. The investigation revealed lot numbers 14dmlb002, 14emlb007, 14emlb010 and 14hmlb010 were recalled on 05/15/2015 but without a sample, a definitive conclusion could not be reached. However, based on the information provided by the associated clinic's cm and the medical record, the product was not in use at the time of the event.

Event description:
According to medical records, the patient was sent to the emergency room (ER) from her dialysis center on (B)(6) 2015 after complaining of fever and feeling cold temperature @ dialysis was 102 she had recently developed a right septic knee and had a revision of the knee implantation on (B)(6) 2015 and was put on antibiotics. At the ER, her temperature was 101 and her urine microscopy showed evidence of a urinary tract infection (uti). She was admitted for evaluation. The patient was diagnosed with septic arthritis status post 2 stage knee replacement with removal of hardware. She also received antibiotics for the uti.

Manufacturer narrative:
The post market surveillance dept. Is in the process of requesting patient medical records and treatment data info regarding the reported hospitalization for sepsis. The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of the investigation. A CAPA has been initiated to address this issue.

Event description:
A patient contacted the manufacturer to say she had used the recalled product and was hospitalized with sepsis. Follow up with the patient was performed on (B)(6) 2015. The patient confirmed use of the product but did not allege a specific lot. Accdg. To the patient, she was hospitalized in "(B)(6)" with sepsis and stated she was still taking antibiotics, addl. Follow up was performed on (B)(6) 2015 with the patient's home therapies registered nurse (htrn). Accdg. To the htrn, he did not believe the patient actually used any of the recalled lots because she stopped home hemodialysis and began in-center hemodialysis sometime in (B)(6) 2014. She required knee surgery at that time and it was felt she would not be able to perform home hemodialysis. He stated he believed the sepsis was due to the knee issue but did not have specific information at the time of follow up. He asserts she was still dialyzing in-center. Addl. Info and medical records request was sent. No sample is available.